Manufacturer narrative:
The intraocular lens (iol) was received and the diopter inspection results showed the lens is 19.0 diopter. These results are consistent with the labeled diopter for this lens. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Manufacturer narrative:
The intraocular lens (iol) was received and sent to the manufacturing site for analysis which is currently ongoing. Lens met all manufacturing specifications prior to release. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the lens was explanted 5 weeks after implant due to a refractive surprise. No patient injury.